Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states that the catheter implanted in (B)(6) 2012 gives good flow during hemodialysis without changes in venous pressure of transmembrane. After the last 30 dialysis sessions, blood leakage appeared at the junction of the catheter.